Manufacturer narrative:
Per the clinic, the patient has permanently discontinued use of the device. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient was placed under sedation to facilitate a CT scan and electrical auditory brainstem response testing. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.